Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2025-00152 through 3012447612-2025-00156.

Event description:
It was reported that a maxan plate dislocation was observed via x-ray three months post-operation. Currently, the patient has no symptoms and a revision surgery is not planned. The intervertebral spacer was also observed to have subsidence, however it is not a highridge product. This is report two of five for this event.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned. An x-ray image was provided which showed that an osteophyte on the superior vertebra hadn't been removed before installing the plate, causing the plate to not sit flush against the superior vertebra. The construct has also loosened relative to the bones over time. The maxan stg (0257.3-EU-en-a4-2023.11) page 9, states that the discectomy and resection of osteophytes should be completed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to not removing the osteophyte before installing the plate, resulting in instability at the fusion site. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a maxan plate dislocation was observed via x-ray three months post-operation. Currently, the patient has no symptoms and a revision surgery is not planned. The intervertebral spacer was also observed to have subsidence, however it is not a highridge product. This is report two of five for this event.